Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition and an e301 (audio alarm failure) error code was noted in the device alarm history log. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional info was provided.